Event description:
It was reported dr implanted 8 hold dynamic compression plate to treat displaced fracture of medial shaft of left radius. Patient reported that dr removed the plate because it was bent.

Manufacturer narrative:
Additional information has be requested and if received will be supplied on a supplemental report.